Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported she fell in (B)(6) and broke her ankle. It was further reported the patient hadn't been feeling stimulation since (B)(6), but they couldn't remember the last time they recharged their implantable neurostimulator (ins). The recharger was able to connect with the implant. It was recommended for the patient to charge for as long as they could until their ins was full. Relevant medical history includes non-malignant pain.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they didn't take the time to fully charge the stimulator, and that they had not really been needing the stimulation therapy. The patient had not seen their physician regarding this because they did not have a ride to their office.